Manufacturer narrative:
(B)(4). Dilatation catheter: angiosculpt. Guide wire: bmw; whisper. Stent: xience alpine x5 (3.5x15mm, 3.5x8.0mm, 3.0x15mm, 2.5x28mm, 2.5x12mm). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4). The two xience alpine stent delivery systems referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was performed to investigate a possible chronic total occlusion in the left circumflex artery (lcx), which had a previously implanted stent. Three abbott guide wires were advanced during the procedure: a whisper, a bmw and a prowater flex. The prowater flex was in the proximal left circumflex artery (lcx), while the bmw and the prowater flex guide wires were not used in the lcx. Three non-abbott balloon dilatation catheters(bdc) were used in the procedure, and a non-abbott scoring bdc was also used. Then, a severe dissection was noted in the proximal lcx. Stenting was attempted with two xience alpine stents due to the dissection. The first xience alpine stent was successfully implanted. Then a 3.50x8.00mm xience alpine stent delivery system (sds) failed to cross the lesion, and when it was removed, the dissection spiraled from the lcx to the left main ostium. The patient went into cardiac arrest and was treated with medication and chest compression. Three additional xience alpine stents, one sized 3.5x15mm, were successfully implanted to open up the clotting and restore blood flow. Angiography indicated that during the procedure, the 3.5x15mm xience alpine sds developed thrombosis. After implantation, the patient was sent to the ICU for recovery. Later that day, during recovery in the ICU, the patient experienced cardiac arrest and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi (B)(4). Co. Ltd: with the provided information, it could be identified that the first dissection was observed at the vessel where prowaterflex guidewire was used, however, no further details could not be identified. It is, however, deemed that the prowaterflex guidewire did not cause or contribute to the reported patients death during the recovery stage in the intensive care unit. Though lot history review could not be made because of no lot information provided, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of prowaterflex instructions for use describes: this guide wire must be used only by a physician who is fully trained in percutaneous transluminal coronary angioplasty/percutaneous coronary angioplasty treatment. Observe movement of this guide wire in the vessels. Coronary artery dissection is possible adverse event. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: additional information indicates there was also a 3.5x8.0mm xience alpine stent implanted in the proximal left main coronary artery, and that the first xience alpine implanted to treat the dissection was sized 3.0x15mm. The xience alpine stents implanted after the cardiac arrest were sized 3.0x15mm, 2.5x28mm and 2.5x12mm. The thrombosis was treated with the stenting described here.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Pathum (B)(4), registration number: 3003780911. Abbott vascular distributes the device and is responsible for MDR reporting.